Event description:
It was reported that the permanent cautery hook instrument was not being recognized by the system. No further details were provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions - the instrument was returned and evaluated. Engineering eval found evidence of arc tracking located at the instrument gooseneck and yaw pulley. Based on this discovery, engineering concluded that the instrument may have arced during a previous surgical procedure, thus contributing to the system recognition issue experienced by the customer.